Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic device check. Review of the electrograms revealed, the pulse generator exhibited ventricular undersensing during v sense tests. The device was reprogrammed. The patient was in stable condition.